Event description:
It was reported that pump battery did not charge, low power alerts occurred, and pump eventually shut down and could not be turned back on despite use of correct charging cable, wall adapter, and working power outlets, and attempts with different adapters and cables. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to insert usb correctly when charging to prevent further damage and to place pump into storage mode before return, and tandem technical support arranged replacement pump under warranty with return of affected device.